Event description:
The reporter stated that the surgeon inserted a single piece silicone lens model aa4204vl with no damage to the lens, however, there was a capsule tear. The reporter stated that the surgeon removed the lens with no incision enlargement, suture or vitrectomy performed. The surgeon put in a different lens. They reported that the pt had a pre-existing weak capsule.

Manufacturer narrative:
No complaint against the lens - labeled. Evaluation: results: - a visual inspection of the returned product shows no visible damage to the lens. There is reddish residue on the lens.